Manufacturer narrative:
A1 - unk a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, h4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that cataracts was observed in patient. Lens was implanted in 2021. Additional information has been requested but none has been forthcoming.

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -11.0/1.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Lens opacity (cataract) asc was observed on (B)(6) 2023. Lens remains implanted. Reportedly, patient is trailing a scl for the refractive shift and will refer cataract surgery for now.

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Correction: g2: reported as foreign - correct to remove foreign. Claim #(B)(4).